Manufacturer narrative:
(B)(4). Batch # p5882h. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with five cartridges reloads present. The cartridges reloads (b, c and d) were received fully fired. The cartridges reloads (e and f) were received fully fired with the cartridge deck damaged. The device was tested for functionality in the articulated position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and the cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b, c and d: ecr60d, p57x61, fully fired; cartridge e and f: ecr60d, p57x61, fully fired staple plow. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown.

Event description:
It was a lap nissen fundoplication procedure followed by a lap sleeve procedure. The stapler worked fine. When they checked the staple line at the end of the procedure they found 2 arterial bleedings on the staple line 1 hour after the stapled the stomach. There was no resistance during firing. They used clips to solve the problem. Lap bypass procedure (B)(6) 2018.